Event description:
The manufacturer received information from a third party service center alleging a ventilator's keypad was not working. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center an issue related to the device's system board was observed. The device's system board will be replaced to address the issue.